Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The gasket became dislodged and fell into the abdomen. The surgeon retrieved the gasket and completed the case. There was no consequence to the patient.